Manufacturer narrative:
The pump communicated properly with the test blood glucose meter. No blood glucose meter anomaly noted. The pump passed some functional testing, and all operating currents were within specification. The off no power alarm functioned properly. No motor error alarm was noted. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on the lcd board was locked. The pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, a scratched reservoir tube window and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not functioning properly. The buttons were not registering the right menu every time. The insulin pump had alarmed motor error in the past. The customer was hospitalized on (B)(6) 2015. The meter was giving inaccurate readings and she over bolused. Her blood glucose level dropped and she fell down the stairs. The customer was wearing the insulin pump at the time of emergency room visit. Her blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.